Event description:
The consumer reported a loss of stimulation and shocking. The patient had an incident with the police where they were shot in the back with a taser at the implantable neurostimulator (ins) site. The patient felt a huge jolt and the stimulator had not worked since. This was reported to be a sudden change in therapy/symptoms. It was reported that the patient was working with a physician and needed their device checked. The manufacturer representative (rep) reported that their battery was dead from not charging for 6 months. There was a report that the patient was in prison for 6 months and they tried the overdischarge step of communication with the battery and even after 3 attempts, it would not charge. It was reported by the rep that the battery was dead and needed to be replaced. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.